Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned for analysis. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. It was noted that the lead was received with the helix stretched out of specification. Extend and retract not within specification due to stretch. (B)(4).

Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The lead exhibited high thresholds with no capture. The lead was removed and repositioned. The physician suspected that during repositioning the lead was damaged due to flexing. The lead was removed and the physician noted the helix was unable to be retracted. The lead was replaced. No patient complications have been reported as a result of this event.